Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the atrial port. After several attempts, the lead was able to be implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.